Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their stimulation was changing unexpectedly. The patient stated that they had their stimulation set at certain numbers, but when they would move positions, the settings changed. This was considered to be a sudden change in therapy/symptoms. The patient mentioned that they may have it set at ¿30¿ but it might go to ¿350¿ when they change positions. It was noted that the patient would usually make adjustments when they change positions themselves, but would get woken up because of the stimulation changing on its own. The patient stated that the stimulation had never changed previously but all of a sudden, for a half hour or more, the stimulation was so strong that they couldn't move. The patient confirmed that adaptive stimulation (as) was turned on and the correct amplitude was showing for their current position. During the call, the patient had assistance in adjusting their upright position, which was under group e. The patient¿s settings were at 450 and they were able to decrease it to 250. The patient confirmed that it was now very comfortable, and the issue was resolved. It was noted that the patient first noticed the issue on (B)(6) 2018, but they mentioned that it could have started before. No further complications were reported or anticipated. Indications for use are spinal pain and peripheral neuropathy.